Event description:
It was reported to boston scientific corporation in 2006 that a cre esophageal / pyloric/colonic wireguided balloon dilatation catheter was used during a procedure five days prior (patient gender, age and weight unknown). According to the complainant, the balloon burst during the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally. The cause of the malfunction could not be determined; however, balloon bursts can occur due to exceeding the rated inflation pressures for the particular balloon size, or from a sharp exterior source e.g. A calcified lesion, penetrating the device. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.